Event description:
During a breast biopsy procedure, when the doctor put the needle in the lesion and pressed the button, it failed. The doctor had a difficult time removing the needle from the pt's breast and had to pull it out. The lights on the driver flashed after it failed. The driver was used right before this event without issues. On today's third biopsy, the trough only opened 1/4 of the way. The doctor reported that her partner is not having any problems with the product. The user facility discarded the device.